Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.10 v. It is reported that this device had not been interrogated with radio frequency (rf).